Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) could not be magnet tested. Several locations, different magnets and the use of several magnets at a time could not elicite magnet mode response. The magnet feature was verified to be on. A measured data battery status was performed and the 1230 was interrogated without an issue.